Event description:
The customer reported that the pink slide insert was visible when the pod was activated, however, it was not visible when the pod was removed.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly insert the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.